Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault, transient loss of bcva and a lens opacity (asc) was observed. The lens was repositioned. In a separate surgery the lens was exchanged with the same model, longer length but the problem was not resolved. The cause of the event was reported as a patient related factor and the device failed to perform as intended. Cause details provided: "age and low vault". There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H11: manufacturer narrative: cataract is identified in the labeling as a known potential adverse event following icl implantation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).